Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part: 04.168.275s. Lot: l815288. Manufacturing site: (B)(4). Release to warehouse date: 16. Mar 2018. Expire date: 01. Mar 2028. A manufacturing record evaluation was performed for the finished device 04.168.275s lot: l815288 and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient was implanted with femoral neck system (fns) to treat femoral neck fracture. On an unknown postoperative date, the patient visited the hospital for pain in the proximal femur. X-ray taken revealed that the bolt and the antirotation screw had been cut out. Patient's hardware was removed on (B)(6) 2021 without any issues. Conservative treatment will be continued without additional treatment because of patient's low adl. The removed implants were checked after removal procedure and it was noticed that the tip of both the bolt and antirotation-screw were discolored, suggesting that the discoloration was caused by friction with the acetabulum. The surgeon commented that according to the photographs taken immediately after the surgery, the reduction position is not particularly poor. Cut-out was unavoidable because the patient's bone quality was poor. No further information is available. This report is for (1) bolt for femoral neck system 75mm length, sterile. This is report 2 of 2 for complaint (B)(4).